Manufacturer narrative:
This report is being supplemented to provide additional information, based on the device evaluation and the legal manufacturer's final investigation. Corrected fields: e1: (reporter phone number). A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over eleven (11) years, since the subject device was manufactured. The device was evaluated at the customer site, by an olympus field service engineer. And the customer's reportable malfunction was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely, that scope communication error (b30) was, due to failure of the printed circuit board. Olympus will continue to monitor field performance for this device.

Event description:
The issue was observed, during preparation for use, prior to the therapeutic procedure.

Event description:
It was reported that the olympus video system center began displaying a b30 scope communication error. According to the initial reporter, this error occurred during a therapeutic cystoscopy procedure, causing a 10-minute delay and eventual cancellation. Reportedly, the patient was under local anesthesia, but experienced no harm as a result of this event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.